Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a misaligned pin on the battery holder on the battery board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a bent pin on the battery holder on the battery board. The battery board was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.